Event description:
A medtronic ent rep reported that there are 2 broken castors on the landmark evolution plus system. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt was present at time of event. RMA issued. No part is expected to be returned to the MFR for eval as the device was discarded by facility. Replacement parts shipped (B)(4) 2011.